Event description:
It was reported that during a coronary stent procedure, the balloon ruptured before optimal stent expansion. The pt experienced no distal flow for a few minutes resulting in angina. Pt status is listed as "okay".